Manufacturer narrative:
This reported event is deemed as non-reportable. Does not meet the definition of a reportable event per 21 cfr 803.3. (B)(4).

Event description:
Additional information indicates that the device reported is facility stock. The facility did not utilize the product during a procedure. This reported event does not meet the definition of a reportable event per 21 c.f.r. 803.3. This reported event is deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair it was reported that the second implant would not fire. This caused a three to five minute delay in the procedure. No patient injury was reported.